Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges erosion of the acetabulum, femur and surrounding structures resulting in pain, metallosis, and fluid build-up. Update: 9/9/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of infection. Records are available for further review. Update 1/9/2015 -pfs and medical records received. Pfs alleges infection. After review of the medical records for MDR reportability, the revision operative note indicated pain, infection, and no mention of metallosis. All implants were removed and spacers were placed. Date of reimplantation was 4/10/2013. The MDR decisions are being re-evaluated for products 3-6. The complaint was updated on:2/4/2015 .

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges elevated metal ions and metal wear. After review of medical records, patient was revised due to pain and infection. Operative notes did not mention metallosis and no labs were provided. Ppf also indicate patient undergone 2nd stage revision on (B)(6) 2013.